Event description:
It was reported that the lead impedance is at 2193ohms. Lead impedence was 1886ohms in february 2010 while previously it had been 500-600ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: the lead was returned, analyzed, and no anomalies were found. Distal conductors were pulled / stretched / overstress. Blood was present on proximal and distal portions of the lead. Body tissue / fibrotic growth present on distal portion of lead. The helix was noted to be bent and stretched/overstressed. Outer insulation was cut, white substance was present, depression , environmental stress cracking (esc) and kinked/buckled were noted.

Event description:
It was further reportedthe the lead was explanted and replaced.